Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons non-functional) was confirmed. Upon investigation the rear response button was intermittently functional. The cause for the failure was an intermittent response button connector. The connector was found to have a damaged trace or pad. The root cause for the defective connector could not be positively identified. No adverse events occurred as a result of the defective monitor.

Event description:
A us distributor reported that a monitor had non-functional response buttons.